Event description:
Ous MDR - the patient reported they received 4 shocks on (B)(6) 2017. In the hospital it was not possible to interrogate this ICD. During the ICD replacement the electrical parameters of the rv lead were not adequate and the lead was replaced. At the last interrogation on (B)(6) 2017 the battery status was 22% with 2.93v battery voltage.

Manufacturer narrative:
The lead under complaint was not returned for analysis. Therefore this report only refers to the analysis results of the ICD. Upon receipt, the ICD was visually inspected. The inspection revealed a spot of molten titanium on the ICD housing. The ICD was subjected to an electrical analysis, confirming that the device could not be interrogated. Based on the observed symptoms, it is therefore reasonable to assume that a shock delivery into an external short circuit led to a damage of the electrical module. Due to the damage of the electrical module the device could not be interrogated and the memory content of the device was not restorable. The manufacturing process for the lead and the ICD was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. Particularly the final acceptance test for the ICD proved the device functions to be as specified. There was no indication of a material or manufacturing problem.